Event description:
It was reported that this pacemaker exhibited far-field oversensing of the r-wave on the atrial channel, resulting in inappropriate atrial tachy response (atr) events. Technical services (ts) reviewed the event and recommended reprogramming adjustments, which successfully resolved the oversensing. No adverse patient effects were reported. This pacemaker remains in service.